Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported unexpected reboot on 3 of their mx500 monitors. No death, serious injury or adverse event occurred or was reported as a result of this issue.

Event description:
The customer reported unexpected reboot on the mx500 monitor. The device was used for monitoring at the time of the alleged malfunction. The reboot happened during reanimation of a patient. No further patient data was provided.